Manufacturer narrative:
(B)(4). Investigation findings: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used flexor balkin guiding sheath was returned for investigation. The sheath had a bend at 22.0 cm from the proximal end. The dilator distal end was compressed 2 mm in length and showing white stress marks 3 mm from the distal tip. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Instructions for use state, "upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
An international customer reported that when the package was opened, the user found the tip of the dilation sheath was out of shape. The user changed to another new device to use. There was reportedly no patient contact, harm, or adverse event associated with this event.